Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA: (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024.

Event description:
The patient reported: below please find the requested letter of clearance from my dentist and attached x-rays. I am needing to proceed with my treatment plan and look forward to your reply. Clinical requested and received an letter of recommendation from the patient due to tooth restoration. The letter of recommendation reported that the patient was able to continue with their treatment plan.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.